Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device - out of right fallopian tube / failure to occlude (close) fallopian tube(s) / mal positioned right essure coil / essure device had migrated') and fallopian tube perforation ('perforation of organs/ failure to occlude (close) fallopian tube(s)/ perforation (fallopian tube(s)) / essure device had perforated my right fallopian tube') in a 31-year-old female patient who had essure (batch no. A63344) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis from 2012 to 2013, laryngospasm in 2012, unilateral partial paralysis of vocal cords in 2012, anemia from 2008 to 2010, vitamin d deficiency from 2008 to 2010, copd, raynaud's phenomenon, asthma, dyslipidemia, asc-us, loop electrosurgical excision procedure, tingling feet/hands, colonoscopy, endoscopy and discomfort. Previously administered products included for birth control: mirena and yasmin; for an unreported indication: birth control pill. Concurrent conditions included lumbar radiculopathy since 2012, degenerative disc disease since 2012, cervical radiculopathy since 2012, anxiety since 2012, depression since 2012, bicuspid aortic valve since 2009, reactive airways disease, neck pain, numbness, headache, migraine headache, low back pain, decreased appetite, seborrheic dermatitis, dysuria, uti, vaginal irritation, yeast vaginitis, adenomyosis, paratubal cyst, leiomyoma nos, dysplasia, body mass index normal, shoulder pain, unilateral leg pain, alopecia areata, peripheral swelling, tiredness, urinary frequency, urinary urgency, genital labial cyst and uterine bleeding. Family history included migraine (grandmother.) And hypertension (grandmother.). Concomitant products included minerals nos;vitamins nos (prenatal vitamins), topiramate (topamax) since 2010 and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. In (B)(6) 2013, the patient experienced the first episode of alopecia ("hair loss"), allergy to chemicals ("toothpaste sensitivity"), rash ("rash on scalp"), gingival swelling ("dental problems/ gums and lips swelled"), fatigue ("fatigue"), abdominal pain ("abdominal pain/ abdomen on right side majority of time, sometimes on left") and lip swelling ("dental problems/ gums and lips swelled") and was found to have the first episode of weight increased ("weight gain / loss (specify which one) weight gain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach pain, had to change eating lifestyle to vegetarian") and abdominal discomfort ("gastrointestinal or digestive system condition - type: stomach discomfort, had to change eating lifestyle to vegetarian"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstruation irregular ("irregular menstruation"), dyspepsia ("gastrointestinal or digestive system condition - digestive issues") and the second episode of alopecia ("hair loss") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, hypersensitivity, the last episode of weight increased, menstruation irregular, rash, gingival swelling, the last episode of alopecia, abdominal pain and lip swelling outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved, the allergy to chemicals had not resolved and the fatigue, dyspepsia, abdominal pain upper and abdominal discomfort was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allergy to chemicals, device dislocation, dyspepsia, fallopian tube perforation, fatigue, gingival swelling, hypersensitivity, lip swelling, menorrhagia, menstruation irregular, rash, vaginal haemorrhage, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: current weight 199 lbs. We placed the left implant in the usual way with 3 coils remaining. The right implant was placed deeper into the tube with no coils appearing. Unsuccessful right-sided tubal ligation. The right fallopian tube is patent. The essure device is outside the fallopian tube along the superior aspect of the right cornua. Successful left tubal ligation with essure device. Had to change eating lifestyle to vegetarian. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, migration of essure device, perforation (fallopian tube).; on (B)(6) 2016: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, migration of essure device, perforation (fallopian tube).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hair loss, abdominal pain, pelvic pain, headache, irregular menstruation, allergy to chemicals most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received: lot number was added. Events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), toothpaste sensitivity, rash on scalp, dental problems/ gums and lips swelled, failure to occlude (close) fallopian tube(s), fatigue, weight gain, digestive issues, hair loss, abdominal pain/ abdomen on right side majority of time, sometimes on left, dental problems/ gums and lips swelled, stomach pain, had to change eating lifestyle to vegetarian, and gastrointestinal discomfort, had to change eating lifestyle to vegetarian. Outcome of events were updated. Medical history, concurrent condition and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device - out of right fallopian tube / failure to occlude (close) fallopian tube(s) / mal positioned right essure coil / essure device had migrated') and fallopian tube perforation ('perforation of organs/ failure to occlude (close) fallopian tube(s)/ perforation (fallopian tube(s)) / essure device had perforated my right fallopian tube') in a 31-year-old female patient who had essure (batch no. A63344) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis from 2012 to 2013, laryngospasm in 2012, unilateral partial paralysis of vocal cords in 2012, anemia from 2008 to 2010, vitamin d deficiency from 2008 to 2010, copd, raynaud's phenomenon, asthma, dyslipidemia, asc-us, loop electrosurgical excision procedure, tingling feet/hands, colonoscopy, endoscopy and discomfort. Previously administered products included for birth control: mirena and yasmin; for an unreported indication: birth control pill. Concurrent conditions included lumbar radiculopathy since 2012, degenerative disc disease since 2012, cervical radiculopathy since 2012, anxiety since 2012, depression since 2012, bicuspid aortic valve since 2009, reactive airways disease, neck pain, numbness, headache, migraine headache, low back pain, decreased appetite, seborrheic dermatitis, dysuria, uti, vaginal irritation, yeast vaginitis, adenomyosis, paratubal cyst, leiomyoma nos, dysplasia, body mass index normal, shoulder pain, unilateral leg pain, dry scalp, peripheral swelling, tiredness, urinary frequency, urinary urgency, genital labial cyst and uterine bleeding. Family history included migraine (grandmother.) And hypertension (grandmother.). Concomitant products included minerals nos;vitamins nos (prenatal vitamins), topiramate (topamax) since 2010 and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. In (B)(6) 2013, the patient experienced the first episode of alopecia ("hair loss"), allergy to chemicals ("toothpaste sensitivity"), rash ("rash on scalp"), gingival swelling ("dental problems/ gums and lips swelled"), fatigue ("fatigue"), abdominal pain ("abdominal pain/ abdomen on right side majority of time, sometimes on left") and lip swelling ("dental problems/ gums and lips swelled") and was found to have the first episode of weight increased ("weight gain / loss (specify which one) weight gain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach pain, had to change eating lifestyle to vegetarian") and abdominal discomfort ("gastrointestinal or digestive system condition - type: stomach discomfort, had to change eating lifestyle to vegetarian"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstruation irregular ("irregular menstruation"), dyspepsia ("gastrointestinal or digestive system condition - digestive issues") and the second episode of alopecia ("hair loss") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, hypersensitivity, the last episode of weight increased, menstruation irregular, rash, gingival swelling, the last episode of alopecia, abdominal pain and lip swelling outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved, the allergy to chemicals had not resolved and the fatigue, dyspepsia, abdominal pain upper and abdominal discomfort was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allergy to chemicals, device dislocation, dyspepsia, fallopian tube perforation, fatigue, gingival swelling, hypersensitivity, lip swelling, menorrhagia, menstruation irregular, rash, vaginal haemorrhage, the first episode of alopecia, the first episode of weight increased, the second episode of alopecia and the second episode of weight increased to be related to essure. The reporter commented: current weight: 199 lbs. We placed the left implant in the usual way with 3 coils remaining. The right implant was placed deeper into the tube with no coils appearing. Unsuccessful right-sided tubal ligation. The right fallopian tube is patent. The essure device is outside the fallopian tube along the superior aspect of the right cornua. Successful left tubal ligation with essure device. Had to change eating lifestyle to vegetarian. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, migration of essure device, perforation (fallopian tube).; on (B)(6) 2016: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, migration of essure device, perforation (fallopian tube). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hair loss, abdominal pain, pelvic pain, headache, irregular menstruation, allergy to chemicals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), weight increased ("weight gain") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, alopecia, hypersensitivity, weight increased and menstruation irregular outcome was unknown. The reporter considered alopecia, device dislocation, hypersensitivity, menstruation irregular, perforation and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.